Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d4 expiration date, d4 UDI number, h4 manufacture date a manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Additional information: h3, h6 additional information: h6 component code: g07002 no device problem additional h3 investigation summary: the product was returned to ethicon for evaluation. Two representative unopened samples were received for analysis. Product code w8704. Upon initial inspection of the samples, no external damages were observed on the external packets. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. A functional test was performed using instron equipment, and the pull force results were above the minimum requirements. The device performed without any defect noted. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained via: the products received belong to this complaint, they were part of the same procedure.

Manufacturer narrative:
Product complaint #: (B)(4). H6 component code: g07002: device evaluation pending. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained via: did the needle detach/separate from the suture entirely or did the needle break into separate pieces? The needle detached entirely. When did the needle "torn off"? (In the package, during removal from the package, during handling prior to using on the patient, or during use on the patient)? The needle detached during use on the patient. Can you identify the lot number of the product that was used? Tcbjqt.

Event description:
It was reported that a patient underwent an unknown procedure in 2024 and suture was used. During the procedure, on (B)(6) 2024, a surgical operation was performed during which a w8704 suture was used by dr. (B)(6), a senior surgeon in the department. In the surgery, sutures were used that were taken from the same package and the needles were torn off. Dr. (B)(6) is a regular user of this suture and has been trained and accompanied by a company representative, has used this type of suture many times in the past and knows how to use it. A representative from the company was not present at the surgery itself. The operation was completed successfully, and the patient was not harmed. The sutures was collected by the company's representative on (B)(6)2024 and will be sent for testing. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/18/2024. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. A device has been received, however clarification is requested whether the product belongs to this complaint. The following information was requested: product code w8704 lot tlbdpe and tgbbzh. Please clarify if the additional device belong to this complaint? If yes, did a device malfunction occur during the same procedure? If not, please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number. If the device was not reported before, please provide more details of device malfunction. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. If you have the correct complaint product in your possession, please forward the product to ethicon as soon as possible. If you have already sent the product to ethicon, please reply to ethwcqcom@its.jnj.com with the ups, dhl or fedex tracker number. H3 investigational summary: the product was returned to ethicon for evaluation. Five representative unopened samples were received for analysis. Product code w8704. The complaint sample was not received for evaluation. Upon initial inspection of the samples, no external damages were observed on the external packets. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. A functional test was performed using instron equipment, and the pull force results were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.